Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system did not respond when powered on. The hospital biomed checked the power at the back of the cabinet, and normal power was confirmed. The biomed observed no output of voltage to the fan and power tray. The rse confirmed that the issue was caused by a defective pdu fan and power tray. To resolve the issue, the rse ordered a replacement pdu fantray and dcps and the hospital biomed replaced it. The defective part was sent for analysis, for pdu fantray and dcps malfunction was observed, and the failure was found to be related to defective fan tray interconnection board - pcba, psu's mains input cable and power supply unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.